Event description:
It was reported by the prestataire that a patient went to the emergency room (ER) and had been hospitalized with hyperglycemia on (B)(6) 2025 at (B)(6). It was reported that the patient was experiencing hyperglycemia and ketones while wearing the pod. The pod was discarded before seeking medical attention. Specific blood glucose levels and details regarding treatment were not provided but it was noted that on (B)(6) 2025, 'the patient began using a new pod batch and has been doing well'.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.

Manufacturer narrative:
Cloud data from the date of occurrence ((B)(6)2025) was reviewed and no evidence of issues with the system was observed. The data showed that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values and user inputs. All boluses programmed by the user were successfully delivered and no alarms or alerts were generated on the date of occurrence. The system was determined to function as intended.